Event description:
Received information that an occlusion alarm occured. Reportedly, the issue elevated the customer's blood glucose level (312 mg/dl). During system check with tandem technical support the customer indicated that the luer lock was tight and the infusion set cannula bent easily after removal from the site. Customer stated that cartridge and infusion set would be changed out.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.